Event description:
The user facility reported that a fire originated in a sq240 variable intensity controller (vic) in the operating room. No injuries were reported.

Manufacturer narrative:
A steris service technician visually inspected the vic and noted the following: the pc board evidenced heat damage, a capacitor was detached from the control board, plugs 5 and 6 had heat spots and appeared modified from their manufactured design, two wires from each plug were cut and reconnected externally to the plug, a preventive maintenance label was present that stated a due date of '5-11,' and a fuse cap was not seated correctly in it's holder. The wall control subject of this event was not under steris service contract. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections (maintenance manual, table 5-1). As noted above, steris was not under contract to perform preventive maintenance on this controller. The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction). The outer cover of the control box is made of a 94-v0 polymer material, which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. Steris discontinued installation of new sq-240 lighting systems in 2002. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the devices maintenance manual. The manual for these systems notes that the frequency outlined for preventive maintenance activities is a minimum frequency and the frequency of preventive maintenance activities should be increased with increased light usage. The sq240 light system in this event was manufactured in 2002 and is outside of it's useful life. The sq240 light system is no longer produced and was the subject of an obsolescence letter stating that effective april 30, 2010 steris will no longer fully support sq240 lights due to the unavailability of critical parts. The device history record for the wall controller subject of this event evidences it was manufactured to specification. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
No additional information has been provided by the customer or their insurance company in response to steris' requests.